Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. Visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.